Event description:
The customer reported an "internal voltage and speaker malf error ". No patient harm was reported.

Event description:
The customer reported an "internal voltage and speaker malf error ". No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.